Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer had an alternate pump for insulin therapy.. There was no adverse impact to the customer¿s blood glucose level.